Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure has migrated to the upper fundal area of the uterus") in a (B)(6) female patient who received essure (batch no. (B)(4)) for contraception. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 4 months 25 days after starting essure, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (potentially removing). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: reporter considered that the outcome includes potentially removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: hysterosalpingogram result was essure migrated to the upper fundal area of uterus. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that essure has migrated to the upper fundal area of the uterus. Potentially removing was reported. The event, seen as device migration, is regarded as anticipated according to the reference safety information for essure. In this case, the event was diagnosed about 4 months 25 days after starting essure, however the exact date and mechanism of device migration was not known. The exact location was not clear. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Further information and product technical analysis are being sought.

Manufacturer narrative:
The reporter commented: the left fallopian tube was intact and the ampullary portion was fulgurated. Patient completely asymptomatic prior and post procedure. On (B)(6) 2016: hysterosalpingogram (hsg) - occlusion of the left fallopian tube and fill and spill of the right side. On (B)(6) 2016: hysteroscopy - end portion of essure visualized close to the ostia but not in it. On (B)(6) 2016: laparoscopy - left fallopian tube intact and the ampullary portion fulgurated. On the right side essure visualized perforating the uterus exactly at the tube insertion site into the broad ligament and all the way to the ovary quality-safety evaluation of ptc: lot number d19669. Production date: 22-oct-2014. Expiration date: 28-oct-2017. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: previously reported event updated to on the right side essure visualized perforating the uterus exactly at the tube insertion site into the broad ligament and all the way to the ovary. Post op was complicated with a minimal infection at the trocar insertion site on the right and decided to pull the lower, softer portion of the device and cut it as close as possible to the endometrium added as event. Relevant tests. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that on the right side essure visualized perforating the uterus exactly at the tube insertion site into the broad ligament and all the way to the ovary (previously reported as essure has migrated to the upper fundal area of the uterus). It was also reported that post op was complicated with a minimal infection at the trocar insertion site on the right. Both events are detected during hysteroscopy and laparoscopy surgery and during these procedure the device was dissected and removed entirely. The event, seen as uterine perforation, is regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of uterine perforation was not known. Based on its nature, a causal relationship with essure cannot be excluded. Regarding the event post op was complicated with a minimal infection at the trocar insertion site on the right, since this event occurred as a consequence of surgery to remove essure, causality cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.